Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : proposed component (annex g) code is mechanical (g04) - provisional bottom. Visually verified the instrument item/lot and reviewed manufacturing. The returned product exhibits signs of repeated use (dings) and is confirmed chipped. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during trialing, the scrub nurse realized the base of the instrument was chipped. The surgeon confirmed there were no pieces in the patient. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). G2: foreign - canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.